Event description:
Thirty minutes post surgical start time the scrub technician noticed a possible small, approximately 1mm contaminant on the tray that the sterile instruments came in. The instrument tray was on the sterile field, and the instruments were in use at the time this was noted. The possible contaminant was not visible until the instruments were removed from the tray, thus making it impossible for the scrub technician to know. It was there until the instruments were removed.the doctor will prescribe post-operative antibiotics and the patient's condition will be monitored.we sterilized our instruments on site. We just purchased this set a month ago. Yesterday we found rust spots on three of our new instruments that go into this set. We believe that these spots on the tray were caused by the rusted instruments. We reprocessed the set again and rechecked the instruments. We discovered an additional 10 instruments with rusting and pitting spots. Roughly, it has only been processed and sterilized roughly six times. The company has asked that we send the set back to them asap. They plan to replace the instruments and possibly the whole set. We are in the process of sending them back to the manufacturer.======================manufacturer response for ent instruments, xomed ent instruments (per site reporter).======================no response at this time.